Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/sheer casters to repair the bed.

Event description:
Info rec'd indicates the brake and brake/steer casters no longer hold.